Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - photo evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was requested, but unavailable: patient consequences? If yes, please explain. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, this case is from health authority. After opening the package, the doctor found foreign object on the suture and stopped using the product in this package. A new package was used instead . There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H 6. Investigation findings: c22 - photo investigation. Investigation summary: the returned photo was evaluated and this complaint was confirmed as knotted suture packed within sterile barrier and orange thread used during manufacturing process. The orange strand knotted to suture was used to mark the knot after cutting defect on suture during inspection process. The color of the samples submitted by the manufacturer is not fixed, and the manufacturing process and raw materials of thread are the same. All the 40s/2 color thread meet the certification standards, and there is no safety impact on the human body. The orange strand should be found and picked out by operator in winding. In this case, the orange strand was missed and not picked out. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.